Event description:
It was reported that "on or about (B)(6) 2002, a sparc sling was implanted with the intention of treated the plaintiff for stress urinary incontinence and pelvic organ prolapse." The plaintiff's attorney alleges that "as a result of the implantation" the plaintiff has suffered "serious bodily injuries, including, but not limited to, extreme pain, scarring, continual bladder and urethra infections and other injuries." It is also alleged that the plaintiff has "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment, and has sustained permanent injury," and that "such injuries will result in some permanent disability," and other losses.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.